Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
The become aware date (bad) have been updated from 08aug2024 to 07aug2024 to align with the information in salesforce.